Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a failing 30mm 5200 annuloplasty ring, implanted in the mitral position, underwent a valve-in-ring procedure after an implant duration of 5 years, 5 months due to stenosis. The procedure was performed with a 26mm 9750tfx transcatheter valve.